Event description:
It was reported that during a da vinci-assisted bladder augmentation surgical procedure, the integrated electrosurgical unit (iesu/erbe) would not connect to the system. Both the monopolar and bipolar ports showed that the erbe could not recognize the instrument. There was no error reported on the system or the erbe. An intuitive surgical, inc. (Isi) field service engineer (fse) guided the customer to reboot the system and erbe but the issue persisted. The customer replaced the cautery cord but the issue remained. The customer replaced the erbe with a 3rd party iesu to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reconnected the rcb cable connection and re-clicked the iesu and program again. The fse also did a hard power cycle of the system and erbe. This resolved the issue. The system was tested and verified as ready for use.